Event description:
Correction.

Manufacturer narrative:
Continuation of d10: product ID 37092 lot# serial# (B)(6) implanted: explanted: product type multiple therapy product product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37791 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the desktop charger , model 37761, s/n (B)(6) , revealed : bent/ broken connector pins at the end of cable. Scrapped due to unneeded supply of inventory. This regulatory report is a correction to regulatory report # 2182207-2024-03897. The correction is to report the desktop charger (product ID 37761, serial number (B)(6) ) from report number 2182207-2024-03897 on the patient's implantable system. All further reports related to this event will be reported under this report number. No further reports will be submitted under report number 218220 7-2024-03897. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.